Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and a stuck button alarm occurred. Blood glucose level at the time of the incident was 170 mg/dl. Customer stated that the device had recently been exposed to an altitude change. The alarm was cleared during troubleshooting. The insulin pump was not replaced or returned for analysis.